Manufacturer narrative:
Add'l info will be provided once investigation is completed.

Event description:
The customer reported that the unit displays "error e1" and shuts down during the procedure. It is further reported that the unit was inspected by technical services on 2 previous occasions and the ballast was replaced. It is further reported that there are no adverse consequences.